Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a laryngeal surgery, the procise mini wand had no output after 15 minutes, the metal wires of the wand fused. The metal wires did not fall into the patient. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No patient complications were reported. As per investigation, the there was an electrode is completely detached.

Manufacturer narrative:
H6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode is completely detached. The wand cable and connector are free from any physical damage. Product was out of the original packaging. No packaging returned. The device was plugged into the controller with no resistance and registered settings (7,3). The wand was not able to generate plasma and coagulation due to detached electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.